Event description:
It was reported that mesher is damaged. Event timing is unknown. No harm or delay is indicated. At product evaluation investigation the pre-test could not be performed due to gear stuck on roller. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). E1 telephone number (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the pre-test could not be performed due to gear stuck on roller. The gear, roller, washers and cap nuts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.